Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was performing a lateral meniscus repair with the fiber stitch implant, ar-4570, approaching the meniscus from the lateral portal. For both devices, when he was repairing the posterior meniscus near the horn, he had lots of torque on the handle and when he tried to implant the second anchor, the tip broke off. He retrieved both tips and nothing was left in the patient. Although the user put torque on the device, it was interesting to note that the device broke in the same spot on both tips. Additional information provided 1/3/2019: the first implants from both devices remained behind the capsule with the suture cut-off from the implant.